Event description:
Int'l affiliate reports the tip of the screwdrive broke off when advancing an polyaxial bone screw. The broken tip portion remains in the implanted screw and is reported to be well-fixed in the screw head.

Manufacturer narrative:
The tip breakage and damage is indicative of the application of excessive force during screw tightening. At this time, the complaint is considered to be closed.